Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead had triggered a lead safety switch for out of range high pacing impedance greater than 2000 ohms. The patient was seen in the office and was noted to have atrial fibrillation (af). Programming options were discussed. Device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was reprogrammed to vvir.